Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. At the time of event, the patient's blood glucose level was within range. Further, they replaced the infusion set and resumed insulin successfully. No further information available.